Manufacturer narrative:
This report is submitted on december 02, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 02, 2022.